Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving, death, intracranial hemorrhage, failure to infuse. Death was not contributed to the bd device.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health (B)(4) medical device incidents database regarding issues involving, death, intracranial hemorrhage, failure to infuse.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving, death, intracranial hemorrhage, failure to infuse. Death was not contributed to the bd device.

Manufacturer narrative:
The root cause for the reported issue of a pump issue & failure to infuse medication was not determined. The reported issue that there was a pump issue & failure to infuse medication could not be confirmed. No further investigation of this event is possible at this time, and patient harm was reported.